Event description:
During revision surgery at (B)(6) hospital on (B)(6) 2010, it was noted that the tritanium window cup trial (size 60) was labeled as an alpha code 'g'. The definitive implant, a 60mm trident tritanium cup (509-02-60f) when chosen was found to be an 'f' code. As a result, surgeon opened an 'f' insert to match implant box not the 'g' code on window trial.

Manufacturer narrative:
Method: DHR, complaint history record and surgical protocol review. The results of the investigation indicate that the root cause of the reported confusion/improper use of the insert trials can be attributed to user deviation from proper instructions. The current version (2006) of the tritanium revision surgery protocol (lsp57) was reviewed and under the "trial evaluation" section, it indicates, "when trialing, it is recommended to use a trident tritanium window trial 1mm-2mm smaller than the implant od so as not to destroy the press-fit." Therefore, if a 60mm shell was implanted then a 58-59mm window trial should have been used which would correlate to a "f" trial insert according to table 2.